Event description:
Healthcare professional reported left side rupture, folds and wrinkles. The device remains implanted.

Event description:
Healthcare professional reported left side rupture, folds and wrinkles. The device remains implanted.

Event description:
Device was explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported left side rupture, folds and wrinkles. The device remains implanted.